Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (2 mg/ml at 0.1 mg/day) via an implantable infusion pump. It was reported that the patient was going into surgery to have their pump replaced due to ongoing reports of discomfort at the pump pocket site, due to how far the pump protruded out from the patient's abdomen. However, during a catheter access procedure immediately prior to entering the operating room, the catheter was found to be obstructed and not able to be aspirated. The pump, pump segment and 1cm of the spinal segment were replaced without issue. The issue was resolved and no further complications were reported.